Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #9614453-2017-03301. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient's implant "often" stopped when they "got off" of their car. It was inquired if a keyless entry system could affect the implant and assumed that the kelyless entry system electronically interfered with the patient's implant. The information was reviewed by a rep and noted that it would not be anticipated that a keyless entry system would interfere with the function of the stimulator as the keys use weak rf signals to transmit information to the car. Furthermore the indication for use pertaining to driving is not related to the keyless entry systems. However, it was confirmed that the implant does have a magnetic reed switch so placing a magnet near the implant could cause it to turn off. No further complications are anticipated.